Event description:
The instrument malfunctioned due to the crack on the main tube.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint of the cautery not working, engineering observed that a hole was burnt through the instrument's main tube and part of the tube extension. Burn marks were also observed on the hypotubes. A crack was found on the main tube which likely acted as a path for arcing. Arcing may have occurred during a procedure.